Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to implant this patient with a new cardiac resynchronization therapy defibrillator (crt-d), the device and this chronic right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The rv sensing was also low, and the shock electrogram (egm) looked different when the shock impedances were being tested. Technical services (ts) discussed several troubleshooting options. The procedure was completed and it was planned to check the patient in one week. The patient presented for follow up and was having symptoms of shortness of breath. The shock impedance measurements remained greater than 200 ohms, there was no left ventricular (lv) capture, and there was an issue with sensing. It was suspected that the leads were reversed in the header. A surgical revision was performed, and it was confirmed that one of the defibrillation portions of the rv lead was in the wrong port of the device. It was also found that the atrial and left ventricular (lv) leads were reversed in the header. This was corrected with no further issues. No additional adverse patient effects were reported. The lead remains in service.